Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facts alleged and reported by the applicant. The patient has bilateral hip osteoarthritis. The patient underwent surgery for the placement of a hip replacement. The intervention consisted of a bilateral hip replacement. The surgical intervention was performed and the prosthesis placed was made by j&j. In 2019, the patient began to experience hip pain and an MRI was performed. The result of the MRI was a synovitis supposedly caused by a loosening of the prosthesis in place. The diagnosis would have been qualified as metallosis. The patient underwent surgery to replace the prosthesis. This new intervention was also performed in the same previous hospital and a new prosthesis also from j&j would have been placed. The intervening physician in both surgeries was the same. Economic request: the patient's claim is compensation for damages caused by the replacement of prostheses and is (B)(6) plus costs. The patient explained that his claim is made up of the items: medical and pharmacy expenses (prosthetics); psychophysical disability; loss of profit; emergent damage (psychological treatment); and moral damage. Mediation procedure: a new hearing date was set. The patient's attorney agreed to send us the medical history. As soon as we receive it, we will send it to you. Doi: (B)(6) 2009. Dor: (B)(6) 2019. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review was conducted previously on (B)(4). The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.